Event description:
Baxter received a report stating the power cord had damage with exposed copper wires. The device was located at the account. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The respiratory trainer found the power cord needed to be replaced. The vest airway clearance system instructions for use (IFU) documents several warnings for the users to help prevent injury and/or equipment damage. The following warnings should be obeyed: if this product has a damaged power cord or plug, is not working properly, or has been dropped or damaged, do not operate it. For examination and repair, contact hill-rom. Additionally, to help prevent injury and/or equipment damage during cleaning of the device, the following warnings should be obeyed: inspect the air pulse generator and garments before each use. In addition, after each cleaning cycle, visually inspect each component for any wear, tear, or deformity. If you have any concern about a component, do not use it, and replace that component before the next therapy session. The vest airway clearance system by design meets ansi/aami es60601-1 (2005) + amd (2012) can/csa-c22.2 no. 60601-1 (2008) + (2016). This device is also ul certified to the following standard medical¿general medical equipment as to electrical shock, fire, and mechanical hazards only in accordance with control no. E336914. The vest airway clearance system instructions for use (IFU) note that minimal routine maintenance and periodic cleaning are necessary for the vest airway clearance system. Facilities should do these tests and examinations annually: examine the overall condition of the unit for damage or missing parts. Examine the power cord and connector for cuts, scrapes, or other damage. Do electrical safety tests in accordance with facility protocols. Connect the air pulse generator to a disposable garment and to an appropriate power source. Make sure the unit is operational, and that all functions operate correctly. The trainer replaced the power cord to resolve the reported event. Based on this information, no further action is required.